Event description:
It was reported that a vns patient¿s generator was scheduled to be replaced due to low battery. Replacement surgery occurred, and during the surgery high impedance was noted. The surgeon decided to leave the new device at the same settings and do a revision later after consulting with the neurologist. Additional relevant information has not been received to-date. No known surgery has occurred to-date for the lead. The explant facility does not return products to the manufacturer.

Manufacturer narrative:
Describe event; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
Information was received from the company representative who attended the generator replacement procedure (reported on the initial report) that the lead pin was disconnected and re-inserted to determine if this would resolve the high impedance. The high impedance continued, and this evidences that the high impedance is likely unrelated to incomplete pin-insertion. No relevant surgery is known to have occurred to date regarding the lead. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator and lead were explanted. The removed device will not be returned for analysis due to the facility's policies. It was also reported that a large amount of scar tissue was present which may have contributed to the high impedance. No additional or relevant information has been received to date.